Event description:
It was reported to boston scientific corp that a wallstent enteral endoprosthesis was placed in the pt's duodenum in 2008. According to the complainant, "after deploying the stent in the required place, it was deployed out of the delivery system, but the distal end of the stent although completely deployed did not open completely and remained shrinked.... We took the decision to remove the stent completely out of the pt." Reportedly, the procedure was not completed due to the lack of available inventory of the same device. There were no reported pt complications and the pt's condition was noted to be "stable" at the conclusion of the procedure.

Manufacturer narrative:
The suspect device has been returned for eval; however, the analysis is not complete. Therefore, the cause of the reported malfunction has not been determined.